Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. Upon eval, charge profile faults were seen, causing the service codes 102 and 203. The computer/analog board on the monitor had a defective switching regulator component, u1. The root cause of the defective u1 cannot be positively determined, but is likely due to a random component failure. The monitor would still properly detect a treatable rhythm, but would not be able to deliver an appropriate treatment due to a large delta in charge capacitor voltage. No adverse event resulted from the defective component. The last pt to use this monitor did not report any problems.

Event description:
A review of service data has detected a reportable event. Upon servicing of monitor sn (B)(4), which was returned for normal maintenance, service codes 102 and 203 were generated. The last pt to use this monitor did not report any problems.